Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1168048) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported that on either (B)(6) 2011 at 7:00 am she performed a blood test using her adc blood glucose meter, while in the waiting room of a healthcare facility, and received a reading of 20 mg/dl. Customer further reported this was lower than a reading of 100 mg/dl received on a healthcare facility meter within 10 minutes. Customer further reported subsequently experiencing "anxiety attacks, nausea and felt shaky". Customer was reportedly diagnosed with dka (diabetic ketoacidosis) and treated with food and klonopin (clonazepam, a benzodiazepine), in addition to having blood drawn for lab analysis. It was further reported that after she had eaten, her blood glucose "went high again" (no reading provided) and she was given 10 units of novolog insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the reported readings and treatment are inconsistent with the reported diagnosis. Multiple, unsuccessful, attempts have been made to contact this customer to clarify details of this complaint.